Event description:
Chip at base of tooth [tooth fracture]. Oral-b prof. Care electric toothbrush - spinning motion of the brush head caught on tooth [product physical issue]. Case description: a consumer reported that they, a male age unspecified, used oral-b professional care rechargeable toothbrush, unspecified frequency, and reported that the spinning motion of the brush head caught on the tooth causing a chip at base of tooth. The case outcome was unknown. No further information was provided.

Manufacturer narrative:
Lot number or product was not provided by the reporter, therefore, unable to proceed with batch retain testing or product investigation. Product requested from consumer.